Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a review on the presenting electrogram (egm) of this cardiac resynchronization therapy defibrillator (crt-d) showed episodes of shock and anti-tachycardia pacing (atp). Upon review of the episode, it appeared that there was over pacing which led to delayed detection due to undersensing of fine ventricular fibrillation (vf). Additional information received indicated that therapy was delayed for several seconds. Moreover, a repeat defibrillation threshold (dft) testing was done and the arrhythmia was successfully converted with normal measurements and no undersensing observed. Therapy was never exhausted and the patient was reported to be in stable condition after the procedure. This crt-d remains in service. No adverse patient effects were reported.